Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that it was a diffuse lesion, observed in the mid to distal rca. A vision 3.5 x 18 was deployed in the distal of the lesion and the vision 3.5 x 12 was delivered. There was a difficulty crossing the stent, as the tip was stuck with the proximal end of the lesion; however, it managed to cross and was deployed successfully with the use of two guide wires. When the stent was deployed, a dissection was observed in the proximal end. Another company's stent was deployed to bail-out and complete the procedure. It was noted that the dissection had occurred due to the lesion morphology and was not related to the product quality. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Dissection, as listed in the risk assessment and instructions for use is a known event associated with coronary stenting. This known pt effect is not an indication of a quality issue. Resistance may be encountered due to interactions with other devices or the anatomy. Based on the reported info, the stenosis could have contributed to the resistance. There was no damage reported as being noted during the inspection prior to use, which suggests that the issue may be related to the circumstances of the procedure and not a product quality issue. A conclusive root cause cannot be determined for the reported difficulties.